Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: total delamination on plug strap disk shell, a curved opening on patch, fold creases, white calcification on the shell, and red particles on the shell. Leak test and microscopic analysis was performed which identified: a crease sharp opening on radius, total delamination on plug strap disk shell (adhesive failure), and a striated opening on patch. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease sharp opening on radius assessed as fold flaw opening. Total delamination on plug strap disk shell assessed as adhesive failure. A striated opening on patch assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.